Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned without a blister pack and with the loading blades extended. Both of the loading blades were bent. Microscopic inspection noted witness marks on the beveled wall of the right jaw lumen. No shearing or deformation was observed around the toggle switch or flat pin. The flat pin was found to be in it's proper orientation. No damage was observed upon inspection of the center rod. Functional testing found that the loading blades were straightened prior to functional testing. The returned device was loaded with a test needle from the rpa inventory and applied to test media. The returned device was found to function properly and test needle remained intact. The needle remained attached to the instrument during testing. No difficulty was experienced in loading, unloading or toggling the test needle. It was reported that while closing the vaginal cuff, the needle from the instrument broke off and became stuck in the vaginal cuff. The reported issue could not be confirmed. The most likely cause could not be e stablished from the information available. The evaluation detected an unreported condition: bent loading blades. Functional found that the metal blades may have been bent or deformed during return shipping to the product analysis lab as the device was not returned in the blister pack, appropriate return kit or with the metal blades retracted. Metal blades could also be bent during use where the device was subjected to excessive manipulation or a leveraging force. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlocn006l, vlocn006l v-loc* estch 0 non abs 15cm lp, (lot #n5a1614y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, while closing the vaginal cuff, the needle from the instrument broke off and became stuck in the vaginal cuff. An x-ray was performed to locate the needle. The needle could not be retrieved and was left in the vaginal cuff.